Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: the pump powered on to the verify screen normally. Unrelated to the initial complaint, the display screen was observed to be dim and discolored. The time/date settings in the black box history revealed dates from (B)(6) 2007; complaint was logged (B)(6) 2013. There was no black box data to support the timeframe of the complaint. Current black box history revealed no evidence of power reset or reboot events. The battery compartment was observed to be intact with no cracks. The battery compartment threads were observed to be damaged. There was no evidence of moisture contamination in the battery compartment. The battery cap was not returned. A test cap was used and was able to fully tighten. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed during testing. The pump was removed from the case and there was no evidence of moisture contamination or loose components found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging no power to the pump. The reporter stated that the battery cap threads were stripped and that the battery cap had been secured to the pump using super glue. A new battery cap was applied but the power issue remained unresolved. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.